Manufacturer narrative:
Date sent to the FDA: 11/29/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted is a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the finger pad popped off into the surgeon's lap after one side of the device had been placed. The device was removed and the procedure was successfully completed with a second device with no adverse patient consequences.